Manufacturer narrative:
A united states customer contacted the siemens customer care center and stated that there was visible smoke but no visible flames on the day of the event. The customer noted no delays in receiving patient results because they had backup instruments. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and noted the burning smell was coming from the direct current (dc) power supply used with the dimension vista 1500 instrument. The cse performed services and resolved the issue by replacing the power supply and a fuse on the ac printed circuit board. The cse noted that a probe test and quality control test were performed and passed without errors. Siemens reviewed the information provided and concluded that the burning smell was due to a damaged dc power supply. The cse verified the performance of the system by performing system checks and noted no issue. The cse returned the instrument to the customer. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
The customer contacted siemens to inform of a burning smell and smoke that emitted from the back of the dimension vista 1500 instrument. The customer reported that the event did not cause injury and required no medication attention. There are no known reports of adverse health consequences due to the smoke emitted from the instrument.